Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is: user has high glucose value.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Customer's mother states that her son feels very tired but states he requires no medical attention. Customer's expected blood results are 145-150mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly, the open date of the test strips was not disclosed. The customer states he only had 1 test strips left. Customer performed a back to back blood test, hi and hi. Both results were performed fasting. Reviewed meter memory: 1: 559mg/dl (B)(6)/2015 04:11:18 am fasting:yes. 2: 90mg/dl (B)(6) 2015 08:29:18 pm fasting: yes. 3: 172mg/dl (B)(6) 2015 06:41:18 pm fasting: yes. 4: 406mg/dl (B)(6) 2015 01:56:18 am fasting: yes. 5: 296mg/dl (B)(6) 2015 05:27:18 am fasting: yes. No adverse event reported.